Manufacturer narrative:
The MFR was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specs. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. Before implantation, the outflow graft was sprayed with tisseel to preclot the graft. The hospital then stated that blood was streaming out of the outflow graft, so additional tisseel was applied to stop the bleeding. In addition, an extra graft was placed over the outflow graft with no success. The graft was then wrapped in gore-tex and the bleeding stopped. Five days later, the pt unfortunately passed away due to cerebral bleeding with thrombocytopenia.